Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary did not turn on, and the remote support service was offline. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. The field service engineer (fse) verified the presence of 118 volts using a digital voltmeter (ID t4382). All drawers were disconnected to isolate the issue. With all drawers disconnected, the station booted successfully. Further troubleshooting identified drawer 7 on the auxiliary bus as the source of the issue. The fse troubleshot drawer 7 and determined that the drawer controller on drawer 7, sub-drawer 2 had failed. The drawer controller was disconnected and tested as directed in the relevant knowledge article and failed the controller test. The failed controller was replaced. Additionally, the hinge guide on the retractor band was found to be broken and was replaced. The controller drawer and retractor band were reinstalled, and the system was successfully tested. Normal operation was restored and verified. The system functioned as intended after the field service engineer repaired the device.